Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 pen ndl 32g 4mm pro 100 box ap experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: end user is finding it hard to inject the required dose. He managed to inject the first 1-2 units but I could not continue. The pressure on the plunger on the lantus pen is too great that he can¿t inject the following 3,4,5... Units. When he pulled the needle from his skin, I see some insulin exiting the skin, although no bulge was formed under the skin. He can also press on the plunger easily on the pen without a needle attached.

Manufacturer narrative:
H.6. Investigation summary: seven open 32g x 4mm pen needle samples were returned from lot. No. 8311535, cat. No. 320566. Visual examination and a clog test as per tp70483 was carried out on all seven samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10

Event description:
It was reported that 4 pen ndl 32g 4mm pro 100 box ap experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: end user is finding it hard to inject the required dose. He managed to inject the first 1-2 units but I could not continue. The pressure on the plunger on the lantus pen is too great that he can¿t inject the following 3,4,5... Units. When he pulled the needle from his skin, I see some insulin exiting the skin, although no bulge was formed under the skin. He can also press on the plunger easily on the pen without a needle attached.